Manufacturer narrative:
One test strip was provided for investigation where it was tested using a retention meter and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.7 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Initial reporter occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 6:00 am and at 12:45 pm, the result from the meter was 8.0 inr. At 2:45 pm, the result from a coaguchek xs meter at the doctor's office was 2.8 inr. The therapeutic range was below 2.5 inr and the patient tests every week.